Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - device problem code: 1494 - off-label use, acd<3.0mm. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -9.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The lens was replaced with a shorter length lens due to excessive vault on (B)(6)2023. This resolved the problem. Cause of the event is reported as unknown.